Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported event; programmer did not shut down when using provided rf (radio frequency) head or known good rf head. No error was found in the programmer error logs. The programmer passed incoming functional test. Analysis found the system fan was noisy, hinge plate screws were missing, and the media bay door was damaged.

Event description:
It was reported the programmer had been intermittently shutting down in midst of turning it on or doing a device check while in a session. It turned off and even after turning it off and turing it back on, it did not respond. The programmer was returned for repair. No patient complications have been reported as a result of this event.